Event description:
It was reported that the patient with this pacemaker device was seen for chest pain. Upon checking the device, there were atrial tachy response (atr) events noted which looked like far-field r-wave oversensing. All lead parameters were stable and in range. Technical services (ts) reviewed the presenting electrogram (egm) and stated the sensitivity for the atrial channel had been changed from nominal 0.75mv to 0.5mv. Ts recommended switching the sensitivity back to 0.75mv fixed or 0.25mv agc to prevent the far-field r-wave oversensing from happening again. This device currently remains in service. No adverse patient effects were reported.